Event description:
It was reported that around 22:00 parent reported that a two year old child¿s IV tubing set became separated. Rns went to the room to assist the patient, the mediport was clamped off immediately by parents. Blood was wasted from the mediport, a new IV tubing set and a bifuse was added. The on-call resident was notified. Patient developed clabsi.

Manufacturer narrative:
The customer¿s report that the tubing set became separated was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed no anomalies with the as received sets. Functional testing of pulling the tubing at each engagement did not replicate any separations anywhere on the received sets. The root cause of the customer¿s report could not be identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that around 22:00 parent reported that patient¿s IV tubing set became separated. Rns went to the room to assist the patient, the mediport was clamped off immediately by parents. Blood was wasted from the mediport, a new IV tubing set and a bifuse was added. The on-call resident was notified.